Manufacturer narrative:
No irrigation/aspiration (I/a) tip sample has been received. No lot number or product was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the defects experienced by the customer cannot be determined. Additional information received for the complaint reported that a sleeve was not attached to the ia. A missing sleeve would cause the condition described in the complaint. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the irrigation/aspiration handpiece was not properly working during a cataract surgery with intraocular lens (iol) implant. The irrigation started flooding out of the handpiece from the distal end and not from the tip. The handpiece was not entered in the patient's eye. The handpiece was exchanged to complete the surgery. There was no patient harm. Additional information received from a company representative clarified that no sleeve was attached to the irrigation/aspiration handpiece. No further information is expected. This is the first of two reports being filed for the same facility. This report is for the first patient.